Manufacturer narrative:
Failure analysis noted that the pump had blank display due to corroded all electronic assembly. The pump had moisture damage on the motor home switch. The pump had cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 131 mg/dl at the time of incident. The customer stated that the pump was completely dead but making noises after she fell into the swimming pool with the pump. She stated that there were cracks at the battery area. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.